Event description:
I have been an insulin dependent diabetic for over 20 years, and treated with an insulin pump for 16 years. The pumps are only warranted for 4 years. Received a medtronic insulin pump early (B)(6) 2019. Since that time, I have experienced several high and low sugar problems. Medtronic, has finally agreed to send me another pump. I received notice from medtronic and ups that I would receive delivery today. What I received was a box with packing material and a piece of paper stating that the pump is back ordered, and would be shipped as soon as possible.